Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dysmenorrhea, polymenorrhoea, excessive menstruation, nabothian cyst, adenomyosis and leiomyoma nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: complete blockage of the fallopian tubes with essure implant. Pathology test on (B)(6) 2020: uterus, cervix, bilateral fallopian tubes for the clinical indication "dysmenorrhea, excessive and frequent menstruation, pelvic pain": uterus weight; 345 grams. Cervix and endocervix; nabothian cysts; negative for intraepithelial lesion or malignancy. Endometrium of corpus uteri; benign secretory endometrium; negative for hyperplasia, atypia or malignancy. Myometrium; focal adenomyosis; 7.5 cm in greatest dimension leiomyoma that is negative for tumoraupalisaded necrosis, high grade nuclear atypia or increased mitotic activity. Serosa; no pathological diagnosis. Right fallopian tube; no fimbriae grossly identified; negative for intrinsic fallopian tube pathology; negative for atypia or malignancy. Left fallopian tube; negative for intrinsic fallopian tube pathology; negative for atypia or malignancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dysmenorrhea, polymenorrhoea, excessive menstruation, nabothian cyst, adenomyosis and leiomyoma nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete blockage of the fallopian tubes with essure implant.. Pathology test - on (B)(6) 2020: uterus, cervix, bilateral fallopian tubes for the clinical indication "dysmenorrhea, excessive and frequent menstruation, pelvic pain": uterus weight; 345 grams. Cervix and endocervix; nabothian cysts; negative for intraepithelial lesion or malignancy. Endometrium of corpus uteri; benign secretory endometrium; negative for hyperplasia, atypia or malignancy. Myometrium; focal adenomyosis; 7.5 cm in greatest dimension leiomyoma that is negative for tumoraupalisaded necrosis, high grade nuclear atypia or increased mitotic activity. Serosa; no pathological diagnosis. Right fallopian tube; no fimbriae grossly identified; negative for intrinsic fallopian tube pathology; negative for atypia or malignancy. . Left fallopian tube; negative for intrinsic fallopian tube pathology; negative for atypia or malignancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.